Event description:
During a pci treatment procedure, difficulty was encountered removing the ultra-thin diamond balloon catheter through the 6 fr medikit introducer sheath. The pt was asymptomatic during this event. The lesion being treated was in a radial dialysis shunt. The physician used a radiofocus guide wire to cross the lesion. The ultra-thin balloon was inflated two times to two atms, and was being removed when it became stuck with the distal end of the sheath. The physician inflated and deflated the balloon in an attempt to remove it from the sheath, but was unsuccessful. The balloon was then pulled forcefully which caused the sheath to become damaged. Approx half of the ultra-thin diamond balloon was able to be pulled into the sheath, so the balloon and sheath were removed from the pt together. The procedure was completed successfully and no pt injuries or complications were reported. Pt status is reported as 'fine'.